Manufacturer narrative:
(B)(4). Brief description of complaint: sparking was often noticed through the operation. After the surgery, it was discovered that the housing was slightly melted at the end of the blade and the wire broke. Analysis conclusion: complaint confirmed: the plastic housing is melted and > 33% of the wire square is exposed which fails to meet the acceptable damage requirements. The complaint could not be recreated for the device sparking issue that was reported in the complaint description. Note: the returned adenoid tip is from the new design. Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During an ent case, the surgeon reported sparking from the plasmablade device. After the surgery was completed, it was discovered the device tip melted and the wire fractured. Nothing detached from the device. There was no injury to the patient.

Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information unable to be obtained, follow-up communication is still in-progress.

Event description:
During an ent case, the surgeon reported sparking from the plasmablade device. After the surgery was completed, it was discovered the device tip melted and the wire fractured. Nothing detached from the device. There was no injury to the patient.